Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient encounterd infusion set's crimped cannula event on (B)(6) 2024. Site of insertion was abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.